Event description:
Boston scientific crm received information that this lead had an increased threshold. The threshold increased to 4.0 v at .4 ms. A dislodgement was suspected, however, no dislodgement was seen on x-ray. Review of electrograms noted loss of capture due to the high threshold. No adverse patient effects were observed.

Manufacturer narrative:
The output of the related device was increased and normal follow-ups were scheduled. No further information is available. If additional information becomes available, this event will be updated and resubmitted.